Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): "under infusion"

Manufacturer narrative:
Exemption number e2016018 (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: during the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.